Manufacturer narrative:
(B)(6). The exact date when the additional fracture was sustained is unknown. (B)(4). The original implant procedure was performed on an unknown date approximately two (2) months ago. Per facility, the complainant parts were discarded following the revision procedure and will not be available for evaluation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records will be requested based upon the provided lot number. Results will be reported upon completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 after sustaining a second femur fracture (right). The additional fracture was just below the original fracture area, which was treated two (2) months prior with the implantation of a trochanteric fixation nail advanced (tfna) construct. During the revision, it was noted that the original hardware had remained fully intact and allowed for full fracture healing. The surgeon decided to exchange the original short nail for a long nail. In order to complete this revision, the surgeon removed the original 11mm tfna nail (short), the helical blade, and an unknown screw. The hardware was then replaced with a new 11mm tfna nail (long), a tfna screw, and a 5.0mm locking screw. The procedure was completed successfully with no reports of patient harm or surgical delay. The post-operative status of the patient was said to be stable. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Manufacturing location: (B)(6). Manufacturing date: april 06, 2016. Expiration date: february 28, 2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The event as per complaint description cannot be associated with the sterility process of the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.